Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited low pacing lead impedance and noise in clinic. The noise was reproducible and was observed on a real-time egm. The patient did not receive any inappropriate shocks due to noise. The lead was recommended to be replaced.